Event description:
The manufacturer received information alleging headache and device has strange odor that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 25 , 2024 and section h10 should be reported as: the manufacturer received information alleging headache and device has strange odor that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed dust-like material on the front panel, very little dust-like contamination on the top enclosure underneath both flip doors. An unknown brownish contamination on and around the iso port. Dust-like contamination on the rear panel. A spot of unknown contamination on the bottom enclosure, a screw that was observed not to be part of the assembly was observed on the interior of the bottom enclosure. Damage to the warning label. Themanufacture also observed a very small amount of dust-like material in the bottom enclosure, evidence of liquid ingress was an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.